Event description:
Additional information has been provided indicating that the consumer was diagnosed with severe keratitis, as described by the treating doctor. The doctor also noted that inflammation caused by the contact lenses led to significant discomfort and pain, severely impacting the consumer's ability to carry out normal daily activities. The consumer was prescribed with tobramycin, three mg/g, ophthalmic ointment, (one application every twenty-four hours for ten days), tobramycin, three mg/g, eye drops, dropper bottle - five ml (one drop every four hours for ten days)/- moxifloxacin, 5 mg/ml, eye drops, solution, dropper bottle ¿ five ml (one drop every four hours for ten days). The current status of the consumer's eye was continuing at the time of this report.

Manufacturer narrative:
Additional information has been received and updated in b5, b2 and h6. H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. A trend related investigation was performed; no trend could be identified. The root cause could not be determined.

Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by the health authority stating that the consumer experienced corneal abscess. No medical intervention has been reported. The current status of the consumer's eye remains unknown at the time of this report. Additional information has been requested but not yet received.